Event description:
A pt svc rep contacted zoll customer support to report that a (B)(6) female pt's electrode belt connector was damaged. The pt rec'd a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was broken, which would prevent the electrode belt from properly securing into the monitor. The root cause of the broken locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.